Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly on connector of the lcd board. The device had cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Diabetes assistant reported that the insulin pump's display was blank. Caller stated that the insulin pump's battery cap was damaged or corroded. Blood glucose level was provided. No further info was provided.